Manufacturer narrative:
The device that was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. The associated risk files contain the reported failure/harm or event. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. A clinical/medical assessment was performed and determined no further actions are required. Factors that are known to contribute to the alleged fault/failure may be an obstructed fluid supply. Smith and nephew will continue to monitor for any adverse trends relating to this product.

Event description:
It was reported that during the debridement utilizing a versajet, the hand-piece didn't complete its self-priming. The surgery was completed with surgical knife. No patient harm.